Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient initials are (B)(6). Patient weight was not available for reporting. (B)(4). The subject device is not expected to be returned to the synthes manufacturer for evaluation and head of the broken screw was disposed of by the hospital. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a tibia procedure on (B)(6) 2016 screw head broke during final tightening. The surgeon removed ex tibia nail proximal bend due to nonunion. The nonunion was cleaned out. A large fragment plate (limited contact dynamic compression plate (lc/dcp)) narrow was applied, the screw was inserted in a proximal screw hole. On final tightening, the screw head broke. The surgeon left the broken screw shaft in the bone & plate. An another screw was inserted alongside the broken screw shaft. This complaint involves one device.